Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the infusion set multiple times to resolve the alarm. Customer's blood glucose was 68-251 mg/dl. Contact reported to have disconnected the tubing at the luer lock connection versus disconnecting infusion set from the body. Tandem territory manager reviewed infusion set site insertion techniques and tubing disconnection with the contact/customer.